Event description:
New information received confirms that the device was not replaced.

Event description:
New information received indicates that the device was turned off. The patient was in fine condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device implant procedure, egms were unreadable. The problem was observed again 11 days later. The device was replaced.